Event description:
In 2006, the lay user/patient contacted lifescan (canada) alleging that her one touch ultra was reading inaccurately high compared to another device. The patient is in a nursing home, usually tests once in the morning, and normally takes 20 units of unspecified insulin before breakfast (time varies), which is administered by a nurse. About a month ago, the patient's nurse administered the patient her usual 20 units of insulin in the morning and then the patient ate her "normal-sized breakfast. The patient does not recall if her blood glucose was tested on her meter before lunch that day or what her previous readings were. At an unspecified time before lunchtime, the patient obtained a meter reading "around 5 mmol/l" with no symptoms of high or low blood glucose levels. She reportedly did not take any actions to administer self-care following the test. Approximately 12pm, the nurse found her unconscious while bringing the patient her lunch. The patient stated that she did not have any warning signs of low blood glucose levels before becoming unconscious. The emergency services (ems) tested the patient's blood glucose on their device, which read "around 1 mmol/l." The patient estimated that the time difference between tests on her meter and the ems's meter was less than 10 minutes. She was unable to specify what treatment she received from the ems since she was "out of it;" however, she thinks that she received a "glucose" drink and a shot. The patient was taken to the hospital, regained consciousness at about 12:30 pm at the hospital, and was admitted to the hospital for a week where she received her daily insulin treatment and "nothing" more. The patient stated she was admitted to the hospital due to an operation on her bladder and stated that the doctors did not know why she became conscious. The patient was diagnosed with a heart condition 10 years ago; however, she "firmly" believes that she passed out due to low blood glucose levels and not due to her heart condition. The patient has not sought any medical attention after this incident. The customer care advocate verified that the meter was set up correctly, the test strips were in good condition, and the puncture site was cleaned properly; however, the patient was unable/unwilling to report if the correct testing technique was used. This complaint is being reported because the patient obtained "around 5 mmol/l" on her meter with no reported symptoms of high or low blood glucose and then became unconscious. Within 10 minutes, she tested "around 1 mmol/l" on the ems's meter, was treated with hypoglycemia, and was admitted to the hospital. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.